Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a power error detected alarm. The customer's blood glucose was 134 mg/dl at the time of incident. The pump error was not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power error 25 alarm noted during testing or in the pump trace download. No cosmetic damage noted.